Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote smart service was showing version 4.6. A technical support specialist (tss) reinstalled remote smart service version 4.12 to resolve the issue. The credential management had been enabled, and all other stations were running remote smart service 4.12. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es displayed a pop-up stating, "system configuration needs username, password, and domain." The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.